Event description:
A caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues reoccur.